Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's coverage changed due to the lead migrating. X-rays were taken and indicated the lead migrated and was laying on the dorsal column instead of over the drg. Surgical intervention was undertaken and the lead was explanted and replaced. Effective coverage was reported postoperative.